Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The patient uses tandem tslim in hybrid closed loop. The patient experienced confusion, vision changes, and loss of consciousness leading to motor vehicle accident. At the crash site, the cgm was reading 104 mg/dl and the blood glucose by ems was reading 29 mg/dl. The patient was treated with glucose gel and the bg in the hospital was 93 mg/dl after treatment. The egv then was 179 mg/dl there was no documentation of further medical evaluation or intervention. The patient was discharged after 3 hours with bg of 110 mg/dl. The patient was recovering during the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. At the crash site, the reported glucose values fall within the d zone of the parkes error grid. At the hospital, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.